Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a markedly hyper trophic ventricle and ectatic aorta, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. Following valve implant, an unspecified moderate residual leak was observed. A post-implant bav was performed with a larger 22 mm non-medtronic balloon and resolved the residual gradient. A few seconds after temporary pacing was stopped and the balloon was withdrawn from the patient, the valve dislodged into the aorta. The valve was stabilized in the aortic arch with parallel introduction of a stent from the right radial artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that a post balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl) and a partially under-expanded valve. The mean gradient post valve implant was not measured. However, following the post bav the peak to peak was 5 millimeters of mercury (mmhg). Per the physician, it was unclear as to why the valve dislodged. No additional adverse patient effects were reported. Updated data: h6 additional device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.